Event description:
Customer reports electrical contacts of this inform meter was blackened, show signs of melting or burning. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the device, replacement was sent.